Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and non-malignant head/neck pain. The patient reported increased pain at the ins site on (B)(6) 2017. During the system replacement, the ins was repositioned to the left hip on (B)(6) 2017. The event resolved without sequelae. The event was related to the device or therapy, specifically the incisional site/device tract of the ins pocket, and was not related to the implant procedure.